Manufacturer narrative:
This supplemental report is being submitted, to report the withdrawal of MFR report #8010047-2021-16137. And correct the initial report. According to the information provided by olympus korea co., ltd. (Okr), the bending section could not be angulated, due to the broken angle wire. The bending section was straight, not bent. Therefore, olympus re-evaluated the event reported in the initial report. And determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus for repair due to a broken angle wire. Olympus then inspected the device at the service department of olympus (B)(4) and found that the angulation could not be controlled, the angulation was locked to the bent position and it could not be released even by operating the angulation control lever, due to breakage of angle wire. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the bending section angulation was out of the standard due to damage to the angle wire. -there was a leakage due to the perforation of the bending section rubber. -the monitor screen was dirty due to damage to the image guide bundle. -the insertion tube was wrinkled and crumpled. -the grip unit was dirty. -the eyepieces were contaminated. -the protector of the insertion tube was contaminated. -the control section was corroded by a leakage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.